Event description:
It was reported that 12 hours later patient had pain, abdominal swelling, bloody stools. CT and MRI were done for diagnosis. And a blood clot was observed that was preventing gastric transit, showing dehiscence of jejunal-ileal anastomosis. Patient monitored and hospitalized on (B)(6) 2022. He/she has been doing conservative treatment and daily endoscopy to see progress.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. Batch # unk. Additional information was requested, and the following was obtained: could you please provide the product codes used on this procedure? Lgbp628 kit:1 psee45a, 4 gst45b, 3 gst45w, 1 harh36, 1 2b12lt, 1 b5lt, 1 cb5lt, 1 pn120. Was any quality deficiency/non-conformance noted with the device before use, during use, during post-op examination or during re-operation if performed? No. What color cartridges were used throughout the creation of the jejunum-ileal anastomosis? ? Gst45w - white. Did the surgeon wait 15 seconds before firing and did the surgeon pulse fire? Unknown. Were any issues noted with staple formation throughout the care of patient? ? In hospitalization. After 12h from surgery. What was the anticoagulation regimen pre and post operatively? Unknown. Was the patient on any other drugs that may render them more prone to bleeding? According to the surgeon no. Was it a complete or partial dehiscence of the jejunum-ileal anastomosis? Only 1 site. What was seen on endoscopy and what is the conservative treatment? Yes. Could you please provide a timeline of events? The patient was operated on july 30, afternoon. The following morning, low hemoglobin was detected. Made transfusions. , after having performed CT and endoscopy that diagnosed a bleeding. Patient went conservative treatment and was discharged on (B)(6). Additional information: lgbp628 kit components lots involved in the complaints: (B)(4) (x9529l, v94e9x); gst45w (760a62, 661a60); gst45b (687a64). Unknown which lot is for the complaint device psee45 both lots noted and manufacture record evaluation will be conducted. Lots for the gst45w and gst45b will be conducted as well. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2022. A manufacturing record evaluation was performed for possible lots x9529l, v94e9x. Below are the findings. A manufacturing record evaluation was performed for the finished device lot/batch number, x9529l, and no non-conformances were identified. Manufacturing date: 05/29/2022, expiration date: 04/30/2025. A manufacturing record evaluation was performed for the finished device lot/batch number, v94e9x, and no non-conformances were identified. Manufacturing date: 03/07/2021, expiration date: 02/29/2024.